Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from follow up sent. Patient reported the handheld recharging device connected to the paddle had a cord, which had worn with exposed wires. The wear and tear occurred with ends of the cord. Patient was in emergency room to which rep advised to having implant charging device turned off. Vibration and shocking ceased when turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) was experiencing vibrations at the battery/shock from stimulation and going to the ER. Caller stated they have turned the stimulator off, and have an appointment with dr. Herbert, but that is not until the end of the month. The vibrating feeling is all the time. Ins is implanted in the buttocks. Rep guided the ER physician to interrogate the battery with the recharger (noticed frayed cable as well). After turning off the battery, the vibrating feeling disappeared. The patient does not feel pain symptoms coming back. The patient decided to go back home. The patient was instructed on how to turn on the battery in case of need. The patient stated that they will contact the physician to notify them of vibration in order to consider if a system replacement is required.